Event description:
Pt had transtelephonic transmission which indicated possible sensing problems and pulse generator indications for elective replacement due to battery depletion. Pt admitted for replacement.